Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 387445 lot# v950066 serial# (B)(4) implanted: (B)(6)2012 explanted: (B)(6)2017 product type screening device product ID 387445 lot# v950066 serial# (B)(4) implanted: (B)(6)2012 explanted: (B)(6)2017 patient code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). The rep reported that the leads were broken. The patient stated that the system has not been running like normal. It was not using as much of the battery and recharging sessions were shorter and shorter. The patient tried to turn their system up to where they could feel it and got to 5 volts but did not feel anything. Then all of a sudden they would get an intense surge that lasted about a minute then turned off. This happened twice. The patient has not had it on since. The patient does not remember having any falls or accidents but noted that they are very active and do a lot of yoga. The patient started noticing their hands hurting more which is where the stimulation was helping. The patient had a nurse look at their pocket site and they described it as scar tissue that was built up by the pocket site. The rep did an impedance check and all electrodes on both leads had impedances over 10,000. The rep checked each electrode and they were all over 10,000. The rep had the nurse look at the pocket site again and the nurse was unsure what it was but said it felt like a hard ball formation. The rep stated that x-rays would be taken and there would be a discussion around revising the system. The issue was not resolved at the time of the report. The rep noted that the product was not replaced but would be replaced in the future. The patient was noted to be alive with no injury. No further complications were reported/are anticipated. Additional information was received from a manufacture representative (rep) on 2017-may-09. The rep stated that they do not have any more information regarding the patient. The patient stated that they wanted to have the system revised because they count on the therapy for pain relief. Surgical intervention has not yet occurred and the issues have not yet been resolved. No further complications were reported/are anticipated. Additional information was received from a manufacturing representative. It was reported that the patient had the broken leads revised and the system is working fine now. The patient thought the leads may have broken on a trip they were on in (B)(6). No further complications were reported as a result of this event. Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator (ins). It was reported that a failure had occurred and the device was explanted on (B)(6)2017. No other information about the failure was known. It was noted that the patient was implanted with another device. No symptoms were reported. No further complications were reported. Additional information was received from a healthcare professional (hcp). It was reported there was a device/lead failure. The leads, anchors, and implantable neurostimulator were all explanted and were returned for analysis. No patient injury was reported. No symptoms or further complications were reported. **additional information referenced before 2017-jul-11 was submitted in regulatory report(B)(4). Upon receipt of additional information, it was determined that these two reports reference the same event. Any further information received will be submitted .

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient stated her old ins malfunctioned. The ins just stopped working and the way found out she had been on a cruise in 2017 sometime. Patient knew the implant was supposed to be charged and when she went to charge the ins, it was still full and she had not used any power. Patient called the clinic and they said the ins had to be replaced, however didn't know the exact reason for this. Patient had ins and leads replaced. Patient doesn't remember if they said what happened really as two weeks later she had an unrelated surgery and wasn't worried about stimulator. Patient states this all was in 2017, month not provided. Patient could not clarify time frame of malfunction as patient said it malfunctioned in 2012 but didn't find out until 2017 when she went on a cruise. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. It was reported the patient's comorbidities had led to the failure of the device; there were no mechanical defects noted. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator (ins). It was reported that a failure had occurred and the device was explanted on (B)(6) 2017. No other information about the failure was known. It was noted that the patient was implanted with another device. No symptoms were reported. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
Analysis of the ins (serial #: (B)(6)) found that the ins was functioning okay, it passed functional testing, there were insignificant anomalies and there was good stable output on the electrode pairs the ins had when it was received. H3: analysis of the leads (serial #: (B)(6) and (B)(6)) found that the conductor was broken in the body of the lead at the titan anchor site and there were no electrical shorts identified between the circuits. If information is provided in the future, a supplemental report will be issued.

Event description:
Return product analysis was complete and it was determined that there were no significant anomalies found with the ins and all conductors were broken 23 cm from the distal end of the lead. There were no further complications reported or anticipated.

Manufacturer narrative:
Event date is an approximation, only the year is valid. If information is provided in the future, a supplemental report will be issued.